Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a ngen generator and a qdot micro¿ catheter. When ablation on right pulmonary vein (rpv) started and several ablations on rpv with the qdot micro catheter, the titration of watts could be activated but irrigation flow would not be 15ml. Flushed for irrigation. The screen of preset was checked. The correct catheter setting was selected on the generator. Then, the ablation was performed again, and the issue could not be replicated. The procedure was successfully completed without patient consequence.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00863 for product code d138404 (ngen rf generator, japan) . (2) MFR # 2029046-2024-00864 for product code d139505 (qdot micro¿ catheter).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a ngen generator and a qdot micro¿ catheter. When ablation on right pulmonary vein (rpv) started and several ablations on rpv with the qdot micro catheter, the titration of watts could be activated but irrigation flow would not be 15ml. Flushed for irrigation. The screen of preset was checked. The correct catheter setting was selected on the generator. Then, the ablation was performed again, and the issue could not be replicated. The procedure was successfully completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31210248l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following recommendations: flush the catheter and tubing to ensure the purging of trapped air bubbles and to verify irrigation through the tip electrode. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4). Has two reports: (1) MFR # 2029046-2024-00863 for product code d138404 (ngen rf generator, japan) (2) MFR # 2029046-2024-00864 for product code d139505 (qdot micro¿ catheter).